Event description:
Caller alleged discrepant results using the inratio meter. Pt had a flare up of sciatica recently and was put on a 4-day pack of prednisone starting last tuesday (12/14). Pt also reports that he ate a stir fry last night with beans, cabbage, and onions.

Manufacturer narrative:
Investigation pending.